Manufacturer narrative:
The device MFR's field service rep (fse) visited the customer site to evaluate the device. The fse was able to duplicate the reported problem and replaced the device's radio as a result of his eval. Although the user reported a problem with nibp parameter, the actual problem was with the device's radio. The problem with the device's radio caused the requested nibp reading to not be transmitted from the display monitor (where it is initiated) to the base monitor (which actually takes the nibp reading). Following replacement of the radio, the device was functionally tested per internal test procedures and returned to service by the user. The device MFR spoke to a clinician present during the reported incident in order to determine whether or not the device was a factor in the incident and outcome of the pt. The clinician stated that they were not using the device to monitor the pt at the time of the incident. When asked if the clinician thought there was a delay in treatment of the pt as a result of the device's malfunction, the clinician replied "absolutely not, it had nothing to do with anything". The clinician also expressed frustration with the questions being asked by the device MFR because she felt that "the [device MFR's] monitor had nothing to do with what happened and [the device MFR] should never have been called in the first place". If this malfunction were top recur, it would not lead to a serious injury or death because this malfunction would be obvious to the user. If the malfunction were to recur, the user is likely to utilize back-up monitor to proceed with the case, and this is what happened in this case. If a back-up monitor was unavailable and lack of a back-up monitor was to preclude the use of the scanning device in diagnosis, alternative diagnostic methods would be implemented as warranted for the pt.

Event description:
The user reported that they had a pt code in the CT room, and they grabbed the device to take the pt's nibp reading. The user stated that they believed that they tried to get a nibp reading before the base monitor was in communication with the display monitor and, as a result, the device would not take nibp reading. The customer stated that the pt was revived successfully.